Event description:
It was reported by the customer that the pyxis medstation es system drawer does not latch securely when closed no visible obstructions present. Additionally, there is no clicking sound when attempting to retrieve items from storage. Customer stated that there was delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that auxiliary right side rail of the drawer was damaged. A field service engineer, replaced the right rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.